Manufacturer narrative:
The product complaint analysis team has completed its investigation of the deivce which was returned to us. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results body assembly bowed, yes, clip in jaw; no, clip stack pressure; good, clip staging; good, clip track location; good, condition of cartridge cover tabs; sheared forward, total # clips remaining; 6. Functional tests & results anti-backup functional; n/a, clip form properly; n/a, clip feed properly; n/a, cycle applier; no/unable, lockout functional; n/a. Analysis conclusion: based upon inquiry info received, and visual examination, it was concluded that reported incident during surgery may have been caused by drive links disengaging from cam tube driver. This may have occurred when pressure was applied to from of shaft assembly and or torquing motion was applied to handles, which caused body assembly to flex open. While body assembly was flexed open drive links became disengaged, making applier non-functional. Applier was received with body bowed open and body cover separated from body at handle pivot. Both drive links were disengaged and this had occurred when applier body bowed open. No functional testing could be performed due to disengaged drive links. Each instrument is evaluated during assembly process to ensure that it functions properly. Applier body may become bowed if pressure is applied to front of shaft assembly and torquing motion is applied to handles, which may cause body assembly to bow or flex open. Co stives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the clips were delivered but they did not close. There was no patient consequence.